Event description:
The patient called alleging erratic readings on the lifescan meter. The patient received a 475 and a 157 mg/dl and the tests were done within 20 minutes from one another. The patient took insulin after attempting to use the meter. The patient had been cleaning the puncture area incorrectly. Cleaning the puncture area incorrectly can lead to false blood glucose readings. The test strips were in good condition and not expired. The test strips failed using the control solution test twice. Patient opened a new vial of test strips and the test strips passed. Customer services, is sending replacement test strips. Based on the information provided, this case is being reported as a strip malfunction, since the test strips failed using the control solution.